Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers did not open and displayed a "no communication" error. The customer reported being able to log in to the station; however, medication dispensing was not possible due to the drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station was not receiving any orders and was not communicating with the server. The technical support specialist (tss) advised a recovery reboot, after which the customer confirmed that communication was restored and the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.